Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were reprogrammed in january-it lasted two days. Manufacturer representative (rep) called the patient back and had them switch off # 3 setting-now works with #1 and #2 settings. Rep reported reprogramming performed successfully. Issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-jan-19: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that pt stating, ¿cannot get intensity any higher¿. Rep reprogrammed the patient on a, b and c. Patient getting paresthesia. Will try all programs and call if additional help needed or issue persists. No impedance issues noted. 2024-jan-11: additional information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient reported they were getting the settings not available message on their controller when trying to increase stimulation and the issue began last march. Patient was able to turn down the intensity. Patient would switch from group a to group c and get the settings not available message. Patient was reprogrammed and the first time the issue resolved for a week. Patient was getting some pain shots and the stimulation wasn't doing them any good. Patient then was reprogrammed a second time and the issue resolved for a day. The patient was redirected to their healthcare provider to further address the issue. 2024-jan-18: additional information was received from the patient. They wanted a replacement controller as theirs is malfunctioning and not allowing them to increase their settings. Patient confirmed that they are seeing settings not available. Patient stated they were just reprogrammed, and this morning the message started coming up again. Patient explained that they have now had reprogramming done 4 times due to this message, and it only lasts a day or two before the message returns. Patient stated they have tried all of their groups and can't increase stimulation in any of them. Patient confirmed the implant was 100% charged and the controller was 50%. Patient saw "settings not available" right away after unlocking the controller. Agent reviewed equipment replacement would not be warranted as this message is related to programming. Patient also mentioned they never had this problem before 2 years ago. Patient stated last march was the third time they had programming done for settings not available, and it only lasted a day or so before the message returned so they just stopped using it for an entire year until now. Patient noted that a rep had reprogrammed them for settings not available the first time and that lasted a few months. Agent sent message to field rep with information and redirected patient back to their healthcare provider for additional implant interrogation. 2024-feb-01: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings not available message was out of regulation (oor) impedances. Patient was reprogrammed and the issue was resolved.